Event description:
There was a small hole at the point where the catheter narrowed and entered the patient's skin. If this had not been recognized at the time of insertion there was risk of subcutaneous hematoma development and patient injury. Manufacturer response for arterial line catheter, radial artery catheterization kit (per site reporter): unknown. Information on device is not from actual device but from another similar device.